Event description:
It was reported that during the implant procedure, the lead was positioned and crewed in place in the right atrium however the lead would fall out of position. This occurred on three different occasions; therefore, the lead was removed, examined and noted defective. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full lead was returned. The lead was received at analysis with the steroid ring missing (B) (4). There was a cut through the outer insulation at 26 cm and the helix was bent.